Event description:
The facility returned the device for service. During service the baxter repair technician noted that the air in line printed circuit board was out of specification. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 02 2007. The baxter field service engineer noted an infusion pump with air in line alarm on channel a before use. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced.